Event description:
It was reported the patient presented to the emergency department with symptoms of lightheadedness. An electrocardiogram was performed and it was observed there was intermittent loss of capture in the ventricle. The right ventricular lead was capped and a new lead was implanted. During the lead replacement procedure, the lead was examined and there appeared to be body fluid in the lead insulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5554 implantable pacing lead (B)(6) 2000. (B)(6) (B)(4).